Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), (B)(6), (B)(4), implanted: (B)(6) 2011,product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for mo n-malignant pain. It was reported that the patient did not get paresthesia coverage to their left side. Impedance testing showed electrodes 0, 1, 2, 3, 4, and 7 were out of range (>40,000 ohms). Of note, environmental factors that may have led to the issue included the patient had an emergent MRI in november 2016 (patient was unconscious at the time and did not remember what body area was scanned) along with numerous radiation treatments from dec 2016 until (B)(6) 2017. Reprogramming was attempted but was unsuccessful. The issue was not resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. Relevant medical history included cancer and chronic pain. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that there was no further information as to the cause of the issue. No further actions were taken to resolve the issue and the issue was reported as not resolved.